Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device went into backup vvi mode and subsequently the patient received inappropriate defibrillation therapy due to vf detection rate exceeded. The device was reprogrammed and restored to normal function.